Manufacturer narrative:
Part: 03.037.028; lot: 9486879; manufacturing site: (B)(6); release to warehouse date: june 08. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5 mm hex flexible screwdriver was received broken at the most proximal laser cut teeth segment on the shaft. The shaft is not completely separated into 2 pieces as it is being held together by the adjacent laser cut segment on the pattern. No other issues were identified with the returned components of the device. The device failure/defect of broken was identified during the investigation and is related to the reported complaint condition. The shaft is broken, and the fracture is in the form of a crack but being held together by the adjacent laser cut segment on the pattern. Dimensional inspection: drawing: flexible shaft. Feature: shaft diameter. Result: conforming. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Flexible screwdriver. Flexible shaft. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the 5 mm hex flexible screwdriver as the device was received broken at the most proximal laser cut teeth segment on the shaft. The shaft is broken, and the fracture is in the form of a crack but being held together by the adjacent laser cut segment on the pattern. While no definitive root cause could be determined, it is possible that the device encountered excessive forces/torque. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right femoral nailing surgery for an intertrochanteric fracture on (B)(6) 2019, the shaft of a hex flexible screwdriver broke at the first flexible joint while locking the proximal locking mechanism of the trochanteric femoral nail advanced (tfna) nail. The surgeon was able to finish the surgery with the broken device. There was no reported surgical delay. The surgery was completed with no harm to the patient. Concomitant devices: tfna nail (part: unknown, lot: unknown, quantity: helical blade (part: unknown, lot: unknown, quantity: 1). This report is for a 5 mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).